Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas e 801 analytical unit. The patient had elevated ck and ckmb results which triggered reflex testing of troponin t. The initial troponin result was 1735 ng/l. The repeat result was 1853 ng/l. The troponin results were reported outside of the laboratory. The doctor questioned the results as they did not match the patient's clinical picture. A troponin I test was performed due to the high troponin t results and the result was negative. The negative result was deemed correct. The analyzer serial number is (B)(4).

Manufacturer narrative:
The patient sample was provided for investigation. The troponin t hs result was 1690 pg/ml. The investigation was able to confirm the customer's high troponin result. The investigation is ongoing.

Manufacturer narrative:
The calibration and qc data provided did not indicate an issue. The patient sample was provided for investigation. The troponin I hs result was 9.46 ng/l. The investigation was able to confirm the customer's negative troponin I result. No interfering factor to the troponin t hs reagent could be detected. Based on the available data, a general reagent issue could be excluded.